Event description:
During knee arthroscopy procedure, the shaver heated and broke; in which the patient was said to have received some type of dermabrasion (redness, but no burn) at the entry point of the device. A backup device was available to complete the procedure.

Manufacturer narrative:
One 2.9 full radius mini blade was returned for evaluation. Visual assessment confirmed the reported breakage. Both the inner and outer blades have broken approximately 1.104 inches from their distal end. The inner blade also shows heavy debridement at the break area. The remaining piece of the outer tube that is attached to the adapter body is bent. All indications point to excessive side-loading during use which likely caused the blade to heat¿up and ultimately break. Per the devices IFU 1060595 ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).